Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmed parameters were not recorded. The error was detected remotely, and previously programmed parameters were seen as different values upon device interrogation during a follow-up. The device was reprogrammed, and the patient was stable.